Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was out of calibration and that the media bay door did not stay shut, and therefore both the overlay/bezel assembly and the door were replaced and the assembly calibrated. It was further noted that the programmer failed chart recorder tests so the printer was also replaced.

Event description:
It was reported that the programmer's touch stylus pen was unable to calibrate and that the disk door on the side of the programmer would not close. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.